Event description:
Additional information received from the healthcare provider stated that x-rays were taken and it was determined that the location of the connectors was stable, and was only made noticeable by the sprain from the accident.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the coiled wires in the spine was when they first felt something protruding in the area of the ins they thought that the accident they experienced on (B)(6) 2016 was the cause. The patient thought that they leads or paddle leads were jarred loose by the impact they experienced. The steps taken were that they went to see their neurosurgeon to see if they could help resolve the issue. The motor vehicle accident headache, nausea, and vomiting for more than 5 months caused the patient to lose more than 30+ pounds. The patients neurosurgeon said that this was a sort of bonus for taking off the weight (although it was not purposeful). The patient's coiled wires in their spine are still somewhat painful at times, but just knowing that nothing is abnormal has helped the patient. They stated that when they lean against a hard surface they now know to shift their body (back area) to another position. The patient does not wish to have a separate surgery to address this issue. They stated that all is okay now. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 399930, lot# j0444427v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
Additional information was received from the patient on 2017-03-21. The patient reported that her wires were ¿coiled¿ in her spine and causing her pain. The patient reported that she had lost (B)(6) since the car accident. The patient reported that she was currently having trouble charging her battery. No further complications anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2006, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that last (B)(6) (2016), she was involved in a motor vehicle accident which caused her to suffer a traumatic brain injury and executive functioning deficient. The patient has lost all touch with things she use to do and due to the cognitive difficulties, she hasn¿t recharged her ins since the accident. The patient reports that she has something protruding from her back. The cognitive impairment was not related to the device or therapy, however, the cause of the protrusion remains unknown. The caller was instructed to follow-up with their health care provider. It was noted that the patient has an appointment scheduled with their neurosurgeon next tuesday ((B)(6)). The patient lost their insr and reached out to (B)(6) who were not available at the time of the call. Patient services called (B)(6) and provided them with the patient's information. (B)(6) indicated that they would call the patient back. Indication for use includes non-malignant pain. Additional information was received from (B)(6) reporting that the patient states that the protrusion is painful at times. The patient also mentioned that their health care provider performed an x-ray and it looks ok. It was noted that the patient has an appointment with the health care provider on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was having pain that was possibly coming from the implant. The patient stated that there was something that was sticking out from their spine area and is pointing down to their right hip. The patient said that if they lean up against the area it hurts. The patient also stated that they have cognitive dysfunctions due to an unrelated brain injury. The patient mentioned that the unit may have been damaged in a car accident.